Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed which revealed a leak due to a defect along the seam of the bag near the administration port. The reported condition was verified. The cause was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container with five bags of ropivacaine/fentanyl was leaking. Fluid had accumulated at the bottom of the bag and was contained. There was no patient involvement. No additional information is available.